Manufacturer narrative:
Pump received with cracked and bleeding lcd glass, minor scratched display window, cracked case at display window corners, cracked reservoir tube lip. Pump had no cracked or detached end cap noted.

Event description:
The customer reported via phone call that the insulin pump is cracked and is unsure how it happened. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.